Manufacturer narrative:
Pending investigation. Correction/removal number: z-0019-2022.

Event description:
As reported by legal notification, the male patient had an initial right tka on (B)(6) 2009. The patient was revised on (B)(6) 2016 due to accelerated and preventable wear of the optetrak polyethylene tibial insert. No other patient information/medical history reported.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device code, component code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure, instability and loosening could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.